Event description:
It was reported there was an insertion problem with the pace/sense connection of the lead. A new lead was implanted for pacing and sensing and the high voltage portion of the lead remains in use. No patient complications were reported as a result of this event. It was reported that during implant attempt, connection of the coils to the device were ok but the sensing/pacing connection didn't seem well. They tried to fix it using the medical adhesive but it was not possible, so they tried to use another lead. At this moment, the physician noted that connection of the lead to the device could not be done because of a screwing problem. This device was not used. Finally, implantation of another device was performed successfully. There were no patient complications reported as a result of this event. The patient's status was reported to be ok.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found